Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was not confirmed as one unpackaged ar-13997mff, fastpass scorpion-mf flushport, batch number 15192444, was received for investigation and the visual and functional inspection revealed that it was possible to close the jaw, but it was slightly bent and slightly loose (see evaluation picture 4+5). Further, metal surface oxidation was found (see evaluation picture 6). The most likely cause for the reported failure can be attributed wear and tear.

Event description:
It was reported that during a rotator cuff surgery using speedbridge the scorpion did not close and the surgeon was unable to complete the suture. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.